Event description:
The hcp reported that the device was explanted and replaced after an implant duration of 84 months with a similar device. No pt symptoms were reported. The pt was receiving baclofen and dilaudid via the pump. The device is in a group of recalled devices, but was replaced due to "battery depletion". The pt is reported to be doing well.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.